Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms, which the account attributed to right ventricular failure and arrhythmias. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right ventricular failure and arrhythmias could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2025. The majority of the file consisted of intermittent low flow events, many of which resulted in low flow alarms. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia and right heart failure. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during post intensive care unit (ICU) stay, low flow alarms appeared. The patient was in atrial fibrillation despite cordarone and echocardiogram showed a dilated right ventricle. The patient was asymptomatic despite flow at 2.2 liters per minute (lpm). A successful cardioversion was performed and the patient came to sinus rhythm. Dobutamine at low dose was introduced to support the right ventricle and speed decreased. After 2 days, dobutamine had been stopped as echocardiogram parameters were better and revolutions per minute increased for left ventricle unloading. Low flow alarms were still present with mean pressure at 65 mmhg. The patient was asymptomatic. The event log file captured low flow alarm events on 10jul2025. There were also several momentary low flow events recorded. The trended event log file data appears to show a downward trend in the recorded pulsatility index (pi) average values from (B)(6) 2025 11:26:38. There did not appear to be any type of external mechanical circulatory support equipment issues causing these events. The low flow events appeared to be due to a patient related issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's arrythmia was sustained atrial fibrillation. There was no history of arrythmia prior to lvad implant. The arrythmia in this event was thought to be surgery related. Arrythmia resolved after cardioversion. Right heart failure did exist prior to lvad implant, but a device related issue contributed due to high heart rate and atrial fibrillation. The low flow alarms were thought to be due to the right ventricle failure and arrhythmias. The low flows had not resolved; the patient was back to sustained release and had their rpm decreased, along with inotrope introduction. Echocardiogram parameters were ok, and the patient was discharged. Thye were still having low flows from time to time. There were no associated symptoms with the low flows; they were well tolerated.